Event description:
It was reported that lead noise was originally noted on (B)(6) 2018. The noise was reproducible with pocket manipulation. The lead was explanted and replaced on (B)(6) 2018. The patient was asymptomatic and stable.

Manufacturer narrative:
Explant date is added

Manufacturer narrative:
Study should have been marked in the previous report. The distal portion of the lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.